Event description:
Boston scientific received information in (B)(6) 2007 that this device was part of a legal action and the (B)(6) patient passed away. No allegations against the functioning of the device were reported at the time of death. A death certificate was provided to our company, and an autopsy was not performed. A review of the death certificate revealed the cause of death was attributable to cardiac arrest and congestive heart failure. Boston scientific had no specific information as to whether the device was involved in the patient's death. This device is included in an advisory population, insignia microcrystal failure mode 2 population ((B)(6) 2005). The device was made available for a brief visual inspection but was not returned for full analysis. Details of the visual inspection noted that the lead was still attached to the device and intact, and there was a small scratch on the case. All seal plugs were noted to be intact. On (B)(6) 2005, guidant (now boston scientific crm) issued a physician letter describing various clinical behaviors associated with two identified failure modes that could compromise therapy delivery or limit programmer communication. Changes to try to prevent this failure mode were made in (B)(6) 2004. This device was manufactured before (B)(6) 2004 and is included in this population. Boston scientific did not have sufficient information to determine this device behaved in the manner described in the advisory. Subsequently, boston scientific received information that this device was received at boston scientific's return products department in (B)(6) 2011. The device was released from legal hold as the legal claim has been settled. The device is currently undergoing laboratory testing.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. All telemetry operations were normal and there were no hardware resets. The device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. It was concluded that this device performed normally throughout laboratory testing and did not exhibit the clinical behaviors as discribed in the advisory.